Manufacturer narrative:
Device passed the displacement, unexpected restart error test and self test. No unexpected restart and external ram crc error alarm noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had external ram crc error and unexpected restart alert. Customer¿s blood glucose was unknown at the time of incident. Customer was able to clear the alarm and was able to rewind the insulin pump. Customer performed troubleshooting and received another unexpected restart alert after battery change. Customer also stated that the they had changed battery several times and it happened every time so they did not have do it again and insulin pump alarmed unexpected restart alert. Customer advised the insulin pump will need to be replaced. Customer advised to discontinue use of the insulin pump and revert to a back-up plan due to external ram crc error. The insulin pump will be returned for the analysis.